Event description:
Unomedical reference number (B)(4). Event occurred in poland. On (B)(6) 2024, it was reported that patient faced an infusion set quick release anomaly tubing detachment fom site. No further information available.